Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a moderately calcified/fibrous lesion exhibiting little tortuosity using three pacific xtreme balloon catheters. The lesion was totally occluded (cto 100% stenosis) and vessel was little tortuous. It was reported that during balloon inflation, physician experienced inflation difficulties when balloon twist was noted on the three devices. A smaller more focal balloon was used to complete the procedure. There was no injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.